Event description:
The cautery pencil was plugged in, but without customer turning it on, it began heating up.

Manufacturer narrative:
The device in question was disassembled. A loose solder splash was found inside the silicone sleeve which encases the printed circuit board. Corrective action has been taken which included operator retraining, and add'l visual inspection step and hourly cleaning of the switch assembly area with a vacuum system.